Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have an error. The usm was tested on an in-house system in normal mode where it confirmed and replicated error 319. The usm was tested on an in-house system and failed testing specification confirming a component failure. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, one universal surgical manipulator (usm) was disabled. The customer was in the process of power cycling the system while receiving the phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The system powered on with error 319 on usm 4. The tse walked the customer through an emergency power off (epo) of the patient side cart (psc), but the issue was not resolved. The tse walked the customer through disabling usm 4, and the customer was proceeding as a 3-usm case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to duplicate the reported 319 errors and replaced the universal surgical manipulator (usm) 4 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.